Event description:
It was reported that the pulse generator telemetry could not be established. It was difficult to interrogate the device. The device code was downloaded successfully and the device interrogated normally. The device was explanted due to phantom programming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.